Event description:
The manufacturer received information that during a bipap a30 device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that there was a ventilator inoperative error code, e46, in the event log. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center, the bipap a30 was visually inspected and there is evidence of foam degradation. Additionally, there was a ventilator inoperative error code, e46, indicating that the cpu cannot communicate with the flow sensor using i2c bus, confirmed in the event log. The technician recommended replacing the device's pca to address the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust and tobacco contamination present. No repair was performed. The device was scrapped by the service center after the evaluation was completed.